Event description:
It was reported that patient underwent an anterior cruciate ligament repair procedure on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, initial reporter - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an anterior cruciate ligament (acl) repair procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an acl rupture. It was further reported patient is a wrestler and the rupture was due to patient's activity. The washerloc was removed and replaced.